Event description:
The device was used in hernia repair. Reportedly, the needle broke and disengaged into the patient's cavity. The surgeon was unable to retrieve the component. The hospital has reported no patient injury occurred.